Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual examination revealed that the distal tip of the anchor was completely broken, confirming this complaint. The broken fragment was held in place by the suture. The anchor break occurred distal to the beginning of the first thread, indicating potential levering during insertion. Other typical causes of anchor breakages which may have contributed to this event include off axis insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed other similar complaints for this lot released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the anchor device broke. It was not reported if there was a delay in the surgical procedure; however, it was reported that a spare device was used to complete the procedure in the same bone hole. It was reported that the broken piece was retrieved from patient. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.